Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the lens was returned partially inserted into the loading area of a company iii (c) cartridge. The trailing haptic is broken (not returned). Multiple scratches are observed on the posterior an anterior optic surfaces. This damage appears to have been cause by an instrument used to grasp the lens. Inadequate viscoelastic is observed in the cartridge. The cartridge has no evidence of placement into a handpiece. No cartridge damage observed. Three photos were provided of the company iii (c) cartridge. Two photos are from the bottom and one photo is from the top. The lens is observed only partially inserted into the loading area. The trailing haptic appears to be broken. Ovd is visible in the cartridge. The cartridge does not have evidence of placement into a handpiece. Nothing observed that would point to a cartridge issue. This appears to be related to a loading issue. Unable to determine lens bias. The root cause for the reported issue may be related to a failure to follow the dfu. Based on the lens position and observed damage the issue occurred at the initial loading attempt. Inadequate viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues.all product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).